Event description:
It is reported that during surgery in 2008, the surgeon opened the tray of sterilization package, the poly bag which has wrapped the product was damaged. White powder had adhered to the product.

Manufacturer narrative:
Evaluation summary: powder could be abraided polyethylene from poly bag rubbing against the product, possibly due to unusual or overly rigorous handling. Due to lack of any physical sample, no determination can be made regarding the white powder on the product. Evaluation: device history records indicate device manufactured to specification.